Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
Covidien technical support troubleshoot this issue with the customer over the phone. The customer was advised to run test and on test lung for 24 hours.